Event description:
Procedure type: lvhr. According to the reporter: a defect in this mesh was observed by CT scan and the hernia recurred. Upon re-operation in 2009, the surgeons found that the mesh had drastically deformed, tearing away from the fixation at the pubis and both cooper's ligaments and resulted in a mesh that looked more like an oval. No other info is available.